Event description:
It was reported that via a merlin.net transmission, stored egms revealed noise on the right ventricular lead. The patient was syncopal during the noise. The noise could not be reproduced with arm movements.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.